Event description:
It was reported that the physician in an online survey stated that no, they did not agree that the instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s) because the IFU presented an illegible information , inaccurate information and missing information in relation to biocath foley catheter preconnected to a 350ml center entry urine meter with 2500ml drainage bag, female length, female length, french size 12.

Manufacturer narrative:
Upon further review, bd has determined that this MDR as not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the physician in an online survey stated that no, they did not agree that the instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its/their medical application(s) because the IFU presented an illegible information , inaccurate information and missing information in relation to biocath foley catheter preconnected to a 350ml center entry urine meter with 2500ml drainage bag, female length, female length, french size 12.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.